Manufacturer narrative:
Suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However the report indicates that the catheters were kinked which could prevent the device from spraying powder. The complaint is considered confirmed based on the report. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook hemospray endoscopic hemostat. Per the customer, "we tried to use hemospray today during a colonoscopy. However the powder would not pass through the catheter. We checked the catheter afterwards and it was bent and kinked and very flimsy." A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During a colonoscopy, the physician used a cook hemospray endoscopic hemostat. Per the customer, "we tried to use hemospray today during a colonoscopy. However the powder would not pass through the catheter. We checked the catheter afterwards and it was bent and kinked and very flimsy." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding section d2- suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5 den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report of a bent catheter and unable to spray. Only one catheter was included in the return, no device or second catheter was included. Minor kinks were present along the length and at the distal tip of the catheter. A spot of red discoloration was present near the distal tip of the device. When tested with a sample device, the catheter sprayed powder as intended. The catheter was advanced down an endoscope to check for kinks and bends, however the device advanced without any issues. When tested again, the catheter sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the possible lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray and kinked catheters is unknown due to the returned catheter spraying powder as intended and successfully advancing down a scope in our laboratory environment. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. However, we could not conduct a complete investigation because only one catheter and no device was returned for evaluation. This limits our ability to conclusively determine a cause. The instructions for use state, "slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." Advancing the catheter slowly in short increments will aid in preservation of the device. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the possible lots said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that the EU device was used in the colon, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.